Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. The customer's blood glucose (bg) level was 219 mg/dl. Reportedly, the out of range issue was resolved prior to when the customer contacted tandem technical support.